Manufacturer narrative:
(B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the manufacturer. The actual set from the incident was not saved but another set that they pulled from their stock to demonstrate the separation was saved and will be returned. The customer has provided photographs of the demonstration. Although requested, the set has not been rec'd. A f/u report with failure investigation results will be submitted should the set be rec'd for evaluation.

Event description:
Customer reports when an adult ed patient was on a cardizem infusion, the silicone segment separated from the upper fitment during a patient transfer from a stretcher to bed. There was no patient harm or medical intervention. The customer stated that no further patient or event info is available.